Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited premature battery depletion. No intervention was performed. The patient was in stable condition and would be monitored.

Event description:
New information on (B)(6) 2016 stated that the device was explanted and replaced on (B)(6) 2016. The patient experienced no adverse consequences and was fine.